Manufacturer narrative:
Clarification to d.3: manufacturer is unknown. Capturing as allergan at this time, until further information is gathered. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a right side capsular contracture baker unknown against an unknown manufacturer. Device remains implanted.

Event description:
Device has been explanted.